Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the procedure was performed on a female patient. Buttressing w/ synovis peristrips was used on anvil side only. The first firing was using a black cartridge with buttress about 5 cm lateral to pyloris. Bleeding occurred. The second firing was using a black cartridge with buttress. The device was swished between firings and an inspection for migratory crotch staples was performed. The firing seemed normal, but motor of device went "octave lower". The knife returned to the home position, once opened there was spurting blood. When looking at staples on the left side only the outer row formed; the inner two rows did not deploy. A 36f bougie with blunt tip was used. The bougie was wiggled before both the first and second firing. The surgeon then converted to a roux-en-y as he felt that he would not have been able to get enough tissue for full thickness oversewing. Surgeon feared that full thickness showing could have caused possible stricture if it stayed a sleeve gastrectomy. The patient is currently fine. The device is currently being held in risk management. A video of the procedure is available and will be sent for evaluation.

Event description:
It was reported that the device was used during a laparoscopic sleeve procedure. Upon completion of the second firing the staple line was noticeably bloody. On the patient side the staples had not deployed. After suction and placing clips were applied, the entire left side of the staple line did not deploy. The cartridge appeared to be bent, cracked, warped and there were multiple staples still in the cartridge. Due to lack of security of the staple line the case was converted to a gastric bypass and a competitor's device was use to complete the procedure.

Manufacturer narrative:
(B)(4). Based on the photographs only, it is my opinion that a hard object caused the cartridge channel to deflect. However the damage shown in the photographs is consistent with firing over a hard object. The photographs however do not provide enough evidence to determine root cause or to speculate a root cause with confidence. Account is retaining the device.